Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of the device. The pump was returned with the driveline cut less than 1¿ from the pump housing and the severed portion of driveline was returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a small, non-laminated deposition situated adjacent to the outlet bearing ball, on one of the stator blades. A similar deposition was situated on the one of the rotor blades. The lack of laminated layering suggests that theses depositions did not form in the outlet stator or on the rotor. Although their origin and duration of time for which the depositions were present in the pump cannot be conclusively determined, the depositions lacked denaturation and the lack of circumferential contact marks on the outlet bearing cup suggest that the outlet stator deposition was not present in the outlet stator for an extended amount of time while it was in operation. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the heartmate ii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Approximate age of device: 2 years 1 months 7 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient had a pump exchange due to thrombus. The pump is being returned for evaluation. Additional information was requested but not provided.